Manufacturer narrative:
Event problem and evaluation: on (B)(6) 2015, a medtronic representative went to the site to test the imaging system. The batteries were replaced along with the battery charger 2 (pcba) and x-ray hand switch. The reported imaging failure was resolved during the system checkout. The battery charger 2 (pcba) was returned to the manufacturer for analysis, and an electrical failure mode was found during testing. This was a rev bb1 old board; the board was flexed a lot. Several leaky capacitors were found on the board. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. The x-ray hand switch was returned for analysis and a mechanical failure mode was found during testing. The hand switch was functional, but the cord coil was stretched and it tangled easily. The cord was also missing a ground pin. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(6). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, during a spinal fusion procedure, the imaging system would not complete a 3d spin. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. The site representative did not provide any further details regarding this issue.